Event description:
It was reported via postmarket registry that a drug pump containing baclofen (99.83 ug per day) was explanted, and not replaced due to blistering over the incision site, and lumbar region caused by an infection. The hcp also reports that a device will not be reimplanted due to problems with reinfection, and that the patient has recovered without sequela.